Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead integrity warning, the lead displayed high rate non-sustained episodes, possible ventricular under-sensing, and the sensing integrity count was noted. It was also reported there was possible atrial under-sensing and there was "ventricular tachycardia that should have been treated." A request for additional information was made but not received. The device and leads remain in use and no patient complications have been reported as a result of this event.